Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v256969, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient¿s programmer didn¿t seem to be working. It was stated the issue began a few days prior to report and the day prior to report they tried using the programmer and couldn¿t get it to connect. It was noted the patient saw the programmer battery low information screen. The patient verified they were on program 2 at 2.2 volts and the programmer battery icon looked to be 25 percent or less full. The patient changed the programmer batteries and the icon was then full. It was reported the patient had a loss of therapeutic effect. It was stated the patient had been urinating more frequently the past couple of days. It was noted the patient later clarified that they had been doing that for ¿quite some time¿ and it had been months and months. Reportedly, the day time was fine but at night they were getting up 4-5 times at night. The patient increased their stimulation to 2.6 volts and was going to monitor their symptoms. Additional information received reported that the patient was still having concerns with their device or therapy but had not sought further help. It was noted that the patient was making an appointment. Additional information received reported that the patient had no stimulation sensation. Initially the patient said they went through a security screening device 6 days ago and thought stimulation stopped then and also mentioned that they had been having problems for a while and called someone last month who got them back on track. It was reported that the patient could usually feel stimulation but couldn¿t feel it and during the call they got back on track and felt stimulation that day. It was noted that it wasn¿t very long after that and the patient didn¿t feel stimulation again. The patient had been going to the bathroom quite a bit and the patient had no idea when it started but it had been longer than a month ago. It was reported that the patient had stimulation in the wrong location. The patient did not feel stimulation in the vagina or bicycle seat area and felt it in their lower back. It was noted that the patient did not know how long stimulation had been in the wrong location because they hadn¿t felt stimulation in so long. The patient had no falls or trauma. It was reported that the patient¿s back was hurting and the area of the implantable neurostimulator (ins) felt like it was beating. Starting 1 week ago the patient had pain in their legs behind their knees and the pain was hard to explain. It was reported that stimulation was on program 2 at 2.6v and the patient wanted to turn it up to feel stimulation. Stimulation was increased to 2.9v and when the patient tried to decrease using the antenna the screen went blank and they saw the poor communication screen. It was noted that the patient placed the programmer directly over their skin and was able to connect but saw the poor communication screen again. The patient had been using the programmer over their nightgown and then placed the programmer directly against the skin and was able to connect and decrease stimulation to 2.7v where the patient would leave it until they met with their health care provider (hcp). It was reported that the patient was supposed to meet with a manufacturer representative this morning but overslept.